Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h10: additional narrative one osseotite implant 4 x 11.5mm (oss411) and one osseotite implant 5 x 11.5mm (oss511) were returned for investigation. Visual evaluation of the as returned implant bone debris and signs of usage. Implant (oss411) was fractured at threads. Fractured piece not returned. The abutment screw detached from implant. No fracture was detected for the oss511 implant. Functional testing could not be performed since the product was fractured. Pre-existing condition noted on the per was unknown bone density. The reported device had been placed on tooth #24 and 27 (fdi) for approximately 7 years. DHR review for the lot number (2016050540 and 2016022064) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. Products was conforming at the time it left zimvie. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2016050540 and 2016022064) for similar events (complaint category keywords: fracture: implant) and no other complaint was identified. Therefore, based on the available information, device malfunction did occur, and the reported event was confirmed. Fracture of oss511 was unconfirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age at time of the event unknown / not provided. Patient weight unknown / not provided. Reporter name unknown / not provided.

Event description:
It was reported that implants at tooth sites 24 and 27 fractured and were removed.